Event description:
Patient went into v-fib, shocked twice at 200 joules. Nurse smelled a burning smell coming from the patient. Defibrillator pads were checked and one of the pads had short circuited and burned the patient¿s left side. Discoloration on the pad and on the patient¿s skin. O2 source was removed from the patient by anesthesia immediately prior to shocking.